Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.

Event description:
It was reported that the collimator on the 9900 system closed down during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.